Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00777. It was reported the patient experienced lack of therapy. Imaging revealed both leads had migrated. As a result, the physician explanted and replaced the leads. Therapy has been restored.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00777.